Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. Customer¿s blood glucose level was 588 mg/dl with moderate ketones. Reportedly, the customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer administered a manual injection of insulin to address high bg. The cartridge was reloaded to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Use error: per the tandem user guide. Always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery.